Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Tests were am fasting tests, and results were 355, 299 and 271mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to lack of supplies. The reporter checks the test strip confirmation dot for enough blood when testing, and cleans the meter weekly. A follow up control solution test was in range, 124 (94-141). No harm was alleged.